Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Pump received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 265mg/dl. The customer's most current level was 400mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The device failed high pressure testing. The customer was advised the pump would be replaced and returned for analysis.